Event description:
It was reported that customer experienced a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer declined further follow-up and stated that he would call back if additional assistance was needed, and no further actions were documented.